Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the positioning issue, impella in aorta alarms started after the impella dived in and got tangled around mitral valve tendon during echo. The cause of the positioning issue was an unintentional use error per clinical as the pump came out of position when turning the patient for echo. Pertaining to the limb ischemia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted via the left femoral artery with an impella cp for mechanical circulatory support. Approximately two and a half hours post implant, echocardiogram at bedside was done and the impella measured six centimeters (cm) across the valve. The device was pulled back to measure 3.6 cm. It was noted there was no interference with any structures. Performance level was p-9 flowing at 3.8 liters per minute. The following day, possible removal of the impella cp was discussed. It was noted that the patient was not on any inotropes or vasopressors. External femorofemoral bypass was doing well. (There is very limited information and unable to rule out impella related limb ischemia given the device and access.) Additionally, and subsequently noted, the impella cp was eventually removed this day due to when turning the patient, the pump dove in and the pigtail wrapped around the mitral valve tendons. The outcome of the patient as a result of this event is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿